Event description:
Caller reported ongoing intermittent occlusion alarms, which lead to occasions where blood glucose levels were displayed as "high," a specific value was not provided. Customer performed a correction injection to address high blood glucose levels and changed the infusion set and cartridge before resuming insulin. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.